Event description:
It was reported that during a procedure a polarsheath was selected for use. Leakage was noted from the hemostatic valve, characterized as a slow drip. The dilator was wiped down with saline prior to introduction and there were no abnormalities during prep or insertion. When the sheath was placed in the left atrium (la) and the dilator was taken out, aspiration was attempted but only air came in from the valve. The sheath was replaced with another of the same model. The procedure was completed with no patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
Initial reporter phone: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further.

Manufacturer narrative:
Initial reporter phone: (B)(6). The polarsheath was received at a boston scientific post market laboratory for analysis. Upon receipt at our post market quality assurance laboratory the sheath underwent visual inspection and functional testing. The polarsheath was visually inspected for any damage that would have led to the allegation from the field of visible air/bubbles. A tear was observed that would allow leaks. The puncture was seen in the bottom right quadrant of the valve with the luer at the 6:00 position. This off-center puncture location away from the slits is likely the cause for the tear which led to the polarsheath leaking. The polarsheath was functionally tested to recreate the visible air allegation seen in the field. The functional tests include an aspiration, hemostasis, and positive air pressure test. These tests evaluate the performance of the hemostatic valve, some of which are under conditions more rigorous than a clinical setting. The sheath failed all standard manufacturing testing, with a leak in the pressure decay test, air in the flush line during the aspiration test, and dropping pressure while pressurized at 5.5 psi in hemostasis testing. The reported clinical observations were confirmed. The most likely cause was determined to be manufacturing deficiency due to the clear tear in the valve.

Event description:
It was reported that during a procedure a polarsheath was selected for use. Leakage was noted from the hemostatic valve, characterized as a slow drip. The dilator was wiped down with saline prior to introduction and there were no abnormalities during prep or insertion. When the sheath was placed in the left atrium (la) and the dilator was taken out, aspiration was attempted but only air came in from the valve. The sheath was replaced with another of the same model. The procedure was completed with no patient complications. The device is expected to be returned for analysis.